Event description:
It was reported that a replacement pump malfunctioned during an artificial urinary sphincter (aus) replacement surgery. During the replacement surgery, the physician attempted to activate and cycle the replacement pump and observed that the pump was able to empty, but not refill. The physician observed this after testing the pump both inside and outside of the patient's body. The surgeon implanted the patient with an alternative pump as a result. No further complications were reported during the procedure. The defective pump is expected to be returned. A supplemental report will be filed upon completion of the product analysis.